Event description:
It was reported that a pump malfunction occurred, displaying malfunction code 12 multiple times. There was no reported impact to the customer¿s blood glucose level. Customer contacted the healthcare provider to obtain alternate insulin therapy.